Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).